Event description:
Customer reports lancet needle not retracting and she is unable to recall if the needle was sticking out before or after firing the softclix plus device. Caller did not report any medical attention. Requested return of suspect device and replacement sent.